Event description:
Customer states the analyzer's valve body cracked and started to leak. The leak was no the floor and in a walkway. No pts were affected and no one was hurt. He cleaned up the leak and placed a spare water bottle on the analyzer, it is working fine now. Customer was being sent two replacements.